Manufacturer narrative:
The field service technician was not able to reproduce the reported issue during a running test but confirmed that the 1124 error code was logged in the event log. The field service technician found that the battery (manufacturing date: 28-jun-2017) needed to be replaced as it was more than 5 years old based on the date of manufacturing and sent a repair proposal consisting of the replacement battery to the customer for approval. This investigation is still ongoing.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1124 "battery failed" alarm error sounded. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device kept operating when the alarm occurred. The sales representative (rep) visited the hospital and replaced the device. There was no reported delay in therapy or medical intervention. The customer called technical support to report that a 1124 "battery failed" alarm error occurred immediately before the device was used on a patient. This investigation is ongoing.

Manufacturer narrative:
The customer ultimately accepted the repair proposal, and the field service technician replaced the old/defective battery for preventive measures, upgraded the software version from 2.30 to 3.20, cleaned the device, and performed running and functional tests. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.